Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was unable to power on using ac or dc power. Internal visual inspection revealed the connector pin was broken free from the ac in the connector and separated from the board. The device was unable to operate under ac power. The battery was verified unable to charge or power the device for operation.

Event description:
It was reported that the ac power inlet is loose. Customer states "when the power cord is connected and you move/bump the cord, the power shuts off. You can push on the ac socket and it slides back into the unit, which it shouldn't." No known impact or consequence to patient.